Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, there was a cutting issue with the maryland bipolar forceps instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was a possible looseness noted in the silver cable at the instrument wrist, and the instrument experienced a loss of cautery during use, with signs suggesting thermal damage and observed arcing at the site of insulation damage. No collisions occurred with other instruments or tools during the procedure, and there were no problems removing the instrument through the cannula.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed and the complaint could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument was not designed to cut. Additional observation(s) not reported by site: bipolar yaw pulley had thermal damage between grips. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The probable root cause of the customer reported issue cannot be determined as the issue was not confirmed nor replicated in the failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.